Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/13/2025, a sales representative reported via (B)(4) that an ar-9215-1-03 universal quick connect handle and an ar-9236-03pp univers vaultlock¿ glenoid trial were damaged from heavy use. No additional information was provided, and additional information has been requested. Additional information was provided on 08/26/2025 where it was stated this event occurred during an anatomic total shoulder case on (B)(6) 2025. An attachment handle was used with this device. The handle snapped at that attachment site of the drill guide. A backup set used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9236-03pp batch s088gt000 was received for evaluation. Visual inspection revealed that the pole was broken off. Scratches and nicks were observed on the device's material. The most likely cause of the reported failure is wear and tear on the device, which was manufactured in 2023.